Manufacturer narrative:
Additional manufacturer narrative: the device is not sold or marketed in the u.s. By edwards; however, it is similar to the edwards' carpentier-edwards perimount magna ease pericardial bioprosthesis device that is marketed and sold in the u.s. The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm aortic pericardial valve was reported to be degenerated with heavy thickening of the leaflets and moderate calcification which led to stenosis, regurgitation, and severe reduction of leaflet mobility. Echo five (5) years after implant of the 21mm aortic valve showed a peak gradient of 66.6 mmhg, mean gradient 40mmhg, eoa 1.0 cm2 and mild aortic insufficiency. It was reported that the patient's condition worsened and required re-hospitalization. The decision was made to explant the 21mm aortic valve; however, the patient expired two (2) days before the scheduled procedure. The cause of death remains unknown. No further information was provided.

Event description:
The patient suffered back pain with atrial fibrillation and left bundle branch block.